Event description:
It was reported that customer experienced cgm error with sensor and contacted support. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, error did not recur after reset, and customer successfully started new sensor session; no additional issues were reported.